Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutr-34 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was too deep and was recaptured. During the second valve implant attempt, the delivery catheter system (dcs) did not respond when turning and the capsule did not open. It was reported that turning of the deployment knob was not difficult. The deployment knob did not separate. The valve was retrieved from the patient and a new valve and delivery catheter system (dcs) were implanted successfully. Of note, it was reported that the patient had some tortuosity within the femoral arteries, which may have contributed to the deployment issue. No adverse patient effects were reported.